Manufacturer narrative:
This report is being submitted as additional information was received that programming changes occurred for this device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an undersensed beat on the atrial channel due to low amplitudes, causing the ventricular rate to be greater than the atrial rate. As a result, this ICD provided inappropriate anti-tachycardia pacing (atp) and delivered more than two inappropriate shocks for the patient's supraventricular tachycardia (svt). Therapy was exhausted. Technical services (ts) recommended programming options. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received that programming changes occurred. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an undersensed beat on the atrial channel due to low amplitudes, causing the ventricular rate to be greater than the atrial rate. As a result, this ICD provided inappropriate anti-tachycardia pacing (atp) and delivered more than two inappropriate shocks for the patient's supraventricular tachycardia (svt). Therapy was exhausted. Technical services (ts) recommended programming options. No additional adverse patient effects were reported. This ICD remains in service.